Event description:
(B)(4). Dealer states unit has low o2, two red one green flashing lights. Dealer troubleshot with tech. Dealer to check filters, sieve beds. Dealer hung up, no additional information available.